Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device adhered to the outside of the lens bay with solution. The product investigation could not identify the root cause for the reported complaint "injector/plunger override, lens did not advance" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, unable to advance through incision. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3.a., b.5., d.10., h.3., h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the injector or plunger override, lens did not advance and the lens remain in the delivery system. The tip of the pre-loaded device in contact with the patient and the scheduled procedure was completed on the same day.